Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophageal cancer surgery, after the product was fired, two-thirds had staples, the staple was shaped well but one-third of the staple was missing in the entire circle, the esophagogastric anastomosis was notched. A manual suture anastomosis was performed in the gap to resolve the issue which prolonged the surgery for an hour and a half.